Event description:
The proximal part of the first step didn't fit into the distal one. The surgeon opened a new package (same catalog number), and this time the proximal part fit into the distal one without any problem. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results verified this complaint which was caused by inspector error.